Manufacturer narrative:
The chairside patient splint (cps) is used to created a rigid linkage between the patient and the robotic device. The cps is affixed to the patient's stable teeth using dental materials specified in our labeling. There is a risk that when the cps is removed, dental material may remain on the teeth. Our user manual (lb-0196) states, "remove any remaining dental material using standard dental techniques including high volume suction with irrigation and a rinse. A dental explorer may be used to remove any dental material from the embrasure spaces between the teeth." In this case, it appears that the dental drill was used to remove dental material from the teeth. There is no evidence of a device malfunction. Root cause appears to be use error. Per 510(k) submission k173402, neo-1002 clinical validation (g170037) investigated serious adverse events as a result of cutting the chairside split and found no adverse events of any kind related to chairside splint removal.

Event description:
Fr-780, case (B)(4). Tooth #29 damaged during chairside patient splint (cps) removal. It was reported in a complaint that drilling during the procedure led to tooth damage. The patient was referred to a restorative dentist to evaluate and repair the damage. The neocis guidance system remains in use. No further patient complications were reported. There is no evidence of a device malfunction.